Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer has reported seeing control panel error message and system will not screen. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is not report of injury or death associated with event.